Event description:
It was reported that the valve was explanted after an implant duration of approximately 8 years due to prosthetic valve endocarditis with mitral valve regurgitation. It was identified, through review of source documentation provided, that the patient recently had an infection, likely secondary to pancreatitis. This seated the valve. Severe vegetations on the valve leaflets were documented. There were no adverse patent effects as a result of the replacement reported.

Manufacturer narrative:
(B)(4). Endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. Although the root cause of this event could not be confirmed without the sample device, the operative report documents that the infection was likely secondary to pancreatitis. It appears that this event was due to patient related factors. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. No further actions are possible with the available information.